Manufacturer narrative:
Maquet cardiopulmonary (B)(4) is aware of similar complaints showing a similar malfunction. Therefore maquet cardiopulmonary (B)(4) has initiated a CAPA process (B)(4) to address the appropriate corrective and preventive action. Corrective and preventive actions have been established in CAPA-(B)(4) based on the root cause analysis: development and implementation of an optical inspection of the raw material (membrane). Development and implementation of a new punching process. Improvement of the packaging of the membrane rolls at the supplier. Prevention of pressures above the tolerance in pressure test units (revision/enhancement of basic operating procedures). Full further investigation and all other actions and the effectiveness thereof will be carried out as part of the CAPA investigation. The corrective and preventive actions above based on the rca have a projected timeframe for completion by july 2017. Please see this report as the final report. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
During investigation of complaint # (B)(4). An additional malfunction (leakage from de-airing membrane) was found. (B)(4).